Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center observed that foreign objects were expelled from the distal end due to clogging of the channel tube. Additionally, residual liquid or foreign material was observed coming out of the suction cylinder. The cause for this malfunction could not be established, and there was no patient involvement.